Event description:
Device 2 of 2. Reference MFR. Report #1627487-2016-01568. Additional information received identified the patient's pain in her right foot continues. However, the patient's physician does not plan to move forward with any intervention to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report #1627487-2016-01568. It was reported the patient experienced a csf leak while coming out of anesthesia during her permanent implant procedure due to excessive movement. As a result, the patient's physician elected to remove the leads and abandon the procedure. Following the procedure, the patient experienced some postoperative pain in her right foot. No additional details could be provided to the manufacturer at this time. The patient will follow up with her physician to determine if any further action is necessary to address the issue.